Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. During a review of the data, a second false positive result was identified. Accordingly, 2 mdrs will be filed per FDA guidance. Sample 1 was initially alleged by the customer which generated a positive flu a result. The same sample was repeated on a different instrument which yielded a negative result for all targets. Sample 2 was later identified during a data review which generated a potential false positive result. An investigation has been initiated and is ongoing at this time.

Manufacturer narrative:
A customer from the united states alleged a discrepant result while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. During a review of the data, a second false positive result was identified. An investigation has been initiated and is ongoing at this time. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. During a review of the data, a second false positive result was identified. Accordingly, 2 mdrs will be filed per FDA guidance. Sample 1 was initially alleged by the customer which generated a positive flu a result. The same sample was repeated on a different instrument which yielded a negative result for all targets. Sample 2 was later identified during a data review which generated a potential false positive result for all three targets: sars-cov-2, flu a & flu b.

Manufacturer narrative:
The analyzer was returned and the investigation concluded that the alleged run, run #1333, was confirmed to have made a potential false positive call for the influenza a target. In addition to the alleged sample, run #707 was identified to have made potential false positive calls for all three targets. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. Consignees have been notified. Updated to specify that run #707 generated a triple positive. Added two patient codes. (B)(4).